Event description:
Boston scientific received information that this right ventricular (rv) lead caused a red alert to be declared due to high pacing lead impedances greater than 2,000 ohms. This is a competitor lead, no report required, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.